Event description:
It was reported that the right ventricular (rv) lead had high threshold and loss of capture. The lead was capped and replaced. It was also reported that the device had unexpected battery longevity, due to the increased battery drain caused by the rv lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: addrl1 implantable pulse generator (ipg) (B)(6) 2008. (B)(4).